Manufacturer narrative:
(B)(4). Eval results: (death).

Event description:
The pt had 1 endeavor sprint 3.0x 24mm rx drug-eluting stent implanted in the distal rca during the index procedure with no issues reported. It was reported that at the 30 day f/u the pt was asymptomatic / free of symptoms however no f/u was carried at the 6 month f/u as the pt was unavailable. It was confirmed that approx 12 months post the index procedure the pt had died however no other details are available at this time.